Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to place a cardiomems sensor using a hitorque command lt guide wire. As the sensor was being advanced over the guide wire, it was noted that it could not advance past the right ventricular (rv). The guide wire was noted as feeling gritty or sticky. Both the sensor and guide wire were removed together. Two sections of coating were missing that were approximately 5cm long from the wire. It was noted that the coating would get stuck while retracting the wire out of the sensor delivery catheter. It is unknown if any of the guide wire coating was left in the patient. It was decided to use a steelcore guide wire to successfully complete the procedure. There was no adverse patient sequela reported. Although a 30 minute delay was added to procedure time, the physician did not deem it clinically significant. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned guide wire. The reported irregular texture and torn polymer were confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.